Manufacturer narrative:
The customer will not be returning the autopulse platform (sn (B)(4)) to zoll for evaluation, because the customer was able to clear the user advisory (ua) 45 (not at "home" position after power-on/restart) error message after the clinical use by re-centering the lifeband. Therefore, service was not required to be performed by zoll. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
A (B)(6) male patient (weight - (B)(6) kg) was in cardiac arrest, and the patient had a history of hypertension (htn), cerebrovascular accident (cva), insulin-dependent diabetes mellitus (iddm) type 1, the probable correlation between the patient's history and cardiac arrest. The cardiac arrest was not witnessed, and the patient was unconscious for approximately 60 minutes prior to receiving CPR by the family member. The family member performed bystander CPR for 6 minutes before the arrival of the responding agency. The autopulse platform (sn (B)(4)) was deployed, and upon powering on, the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The crew tried to troubleshoot by restarting the platform and extending the lifeband; however, the error message was not cleared. Immediately, the crew reverted to manual CPR. The manual CPR was performed for about 40 minutes; however, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. The customer stated that the patient's death was not related to the autopulse system.